Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the physician found the orientation of the cutting wire was incorrect. Additionally, the cutting wire was kinked when the physician inserted the guidewire in the ostial of the duodenal papilla. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the physician found the oreintation of the cutting wire was incorrect. Additionally, the cutting wire was kinked when the physician inserted the guidewire in the ostial of the duodenal papilla. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): problem code 3009 captures the reportable event of cutting wire orientation. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the working length and cutting wire was twisted causing an incorrect orientation. Additionally, the device had the working length torn in distal section since rapid exchange channel measure was out of specification a functional evaluation noted that when the device exits into the scope the orientation was incorrect due to the twisted working length. The reported event was confirmed. The failure found could had been generated by the manipulation during procedure also by the interaction with the scope during insertion or by the interaction with other devices. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.